Event description:
It was reported in a literature publication that the patient underwent a tlif spinal fusion procedure. The patient demonstrated posterior cage migration of the interbody cage on radiographs taken at 3 months post-op. The patient underwent a revision surgery and good fusion was noted. The cage could not be moved, and had to be burred down flush with the posterior vertebral border. Per the authors, endplate resorption caused loosening of the cage that then became at risk for migration. Cage migration was not observed at 6 months after surgery when new bone was visible on radiographs. Despite adequate stabilization of the cage, migration could not be prevented because of the lysis associated with the use of bmp.

Manufacturer narrative:
Review of a lateral x-ray shows l4-l5 with pedicle screws and an interbody peek spacer. The spacer has migrated posteriorly and is now projecting approximately 30% from the disc space.

Manufacturer narrative:
Literature article citation: sethi et al. Radiographic and CT evaluation of recombinant human bone morphogenetic protein-2 assisted spinal interbody fusion. American journal of roentgenology. 2011; 197: 128-133. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.